Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Five kinks were observed on the catheter tubing approximately 73.7cm, 72.1cm, 71.4cm, 70.9cm, and 70.1cm from the iab tip. The extender tubing was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: medical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, the console repeatedly generated a gas loss in iab circuit alarm. The iab was removed after two days of therapy. There was no patient harm or adverse event reported.